Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead had infection with bacteremia. The infection was caused of what the physician said was infectious vegetation on the leads and in the patient's device pocket where the device was. A system extraction was performed. Upon laser lead extraction, the lead was damaged. Some of the product came out of the patient and was thrown away and some still remains in the patient's body. No additional adverse patient effects were reported. The rv lead was not returned for analysis.